Event description:
A consumer reported he had bilateral intraocular lenses (iol) replaced due to near and intermediate blurry vision. Additional information, including patient status, has been requested. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 01/11/08 and 11/29/08 by phone, mail and fax. Additional info was rec'd 01/29/08. A completed questionnaire has not been returned.